Event description:
It was reported that after the initial surgery, x-ray showed that device was in the semi-circular canal. Repositioning surgery was performed on (B) (6) 2010 to re-position the patient's device. Post surgery imaging showed that the device was in good cochlear position and functioning normally. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.